Event description:
It was reported that "when the camera head are not moved, the display does not appear on the monitor.". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).